Manufacturer narrative:
(B)(6). No product samples, pictures, or videos were received for investigation. The complaint of leakage at blue clave above burette could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Additional contact information: (B)(6).

Event description:
The event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in where a blue clave above burette leakage during infusion of a fluorouracil (5fu) medication was reported. There was a crack noted on the tubing set with no any hole, cut, tears or any other defects noted. The tubing was replaced and therapy resumed. The products were stored in the air-conditioned room in the hospital and was not exposed in extreme temperature condition. There was no spillage and no drug exposure to the patient or staff. It was stated in the report that the infusion ran for 2 hours when the leak occurred. There was patient involvement and no patient harm nor healthcare provider harm.